Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The iliac arteries were non tortuous and not calcified. It was reported that during the attempt to deploy the iliac extension stent graft, the physician was gripping the delivery system too hard and after a few cranks of the reusable deployment handle, half the black slide ring broke. The physician deployed the stent graft by pulling the white piece of the slider assembly. The stent graft deployed without further complications and the case was completed. The device was discarded and will not be returned. No clinical sequelae were reported, and the pt is reported to be fine.